Event description:
Discordant high sodium (na) and potassium (k) results were obtained on a dimension rxl max instrument for one patient. The discordant results were reported to the physician, who questioned the results. The customer repeated the results on both the original sample and a re-draw of the same patient. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium and potassium were due to poor sample quality. The tsc determined that if tubes are not full draws, then platelets can form which can cause high results on initial aspiration. Siemens recommended the customer follow the tube manufacturer's recommendations. The tsc determined there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.